Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s intrinsic qrs had narrowed since the implant of the cardiac resynchronization therapy defibrillator (crt-d). Crt pacing was turned off and the device remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.